Event description:
Customer reported that pump battery would not charge and encountered a power source alert 07 while using a tandem charging cable and wall adaptor. There was no adverse impact to customer¿s blood glucose level. Customer was advised to try charging pump by plugging wall adapter into a known working outlet for at least 30 minutes, but this did not resolve the issue. Attempts to use different wall adapters and charging cables also failed. Technical support decided to replace pump, confirmed customer¿s shipping address, and instructed customer to put pump into storage mode before returning it with a pre-paid label within 10 days. Pump was confirmed to be in warranty, and customer planned to continue using current pump as backup therapy.